Manufacturer narrative:
Summary evaluation: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. There were no other complaints in this lot number. Attempts have been made to obtain additional information by phone and email. A completed questionnaire was received. (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) with a -1.50 diopter overcorrection resulting in poor vision. An exchanged is planned. Additional information was provided that the lens was exchanged in a second procedure for a 1.50 d difference in lens power. The patient's symptoms have resolved.